Event description:
Rn called in regarding this patient, stating that this is the first time with an m30 balloon valve leak in set up in step 5. She was advised to reset up with all new product. Upon power up, she stated fluid leaked from the cassette door, about 10cc's. When opening cassette door, she stated the pumps had fluid in them and also the inside of the cassette door. She stated when looking at cassette she saw a pin hole on the disk. No sample. No report of patient ill effect.